Manufacturer narrative:
Isi has received the force bipolar instrument, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A review of the instrument log for the force bipolar instrument (471405-06/k10211011 0040) associated with this event has been performed. Per logs, the instrument was last used on (B)(6)2022 on system sk2783. The instrument had 2 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was reported that tissue got caught in the instrument's wrist. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tissue kept getting stuck in a frayed cable at the pulley of force bipolar instrument. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6)2022 and obtained the following additional information: according to the surgical technician, the force bipolar was inspected prior to use and the instrument appeared normal and functioned. The surgical task being performed at the time of the reported event was separating the tissue during a robotic inguinal hernia and finding the cord structures. When separating the layers, the pivot point on the force bipolar caught the serosa of the small bowel and peritoneum. The surgeon creating the plane to place the mesh between the peritoneum and the pubic tubercle/cord structures. The tissue was not calcified nor exposed to any radiation or chemotherapy. There was no tissue tension or tissue bunching. The surgeon moved their hand in the surgeon side console (ssc) in several different directions while pulling slightly, and after a few seconds the tissue became dislodged from the force bipolar. The tissue entrapment was corrected by moving the force bipolar back and forth slightly and opening the grasper. There was no permanent injury to the bowel. The bowel was checked before undocking to confirm that there was no harm to the patient. There was no unexpected or additional bleeding experienced by the patient. The procedure was completed robotically with no patient injury or harm. Patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. The force bipolar instrument has been returned and evaluated by the failure analysis (fa). Fa was able to reproduce and confirmed the customer reported complaint. Fa found the primary failure to be a broken conductor wire. The instrument was found to have a broken conductor wire inside the electrode track. The instrument failed the electrical continuity test. The instrument was placed on an in-house system. The instrument moved intuitively in all directions but did not release energy. No signs of thermal damage were observed. Root cause attributed to a component failure.